Event description:
While undergoing surgery, pt developed high co level of 49. The involved anesthesia machine had not been used for about 48 hrs. Pt was not injured. Anesthesia machine was taken out of svc. It is thought the high co level was the result of an interaction between the co2 absorbent device and desflurane.